Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer with supplemental information by a nurse in (B)(6) of bowel obstruction and peritonitis with culture positive for streptococcus in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient was diagnosed with bowel obstruction. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. Treatment was not reported. The patient was recovering from peritonitis. The outcome of bowel obstruction was not reported. On an unreported date, dianeal therapy was withdrawn. Concomitant medications were not reported. The nurse stated the peritonitis with culture positive for streptococcus was not related to dianeal therapy and did not comment on bowel obstruction as reported by the consumer. The nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted on potentially associated lot number: gd890541, gd889493, and gd888511 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.